Manufacturer narrative:
(B)(4). Batch # m90z7w. The device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lap hepatectomy, the jaws became not to open after cutting the target tissue. At the time, the device did not clamp the target tissue and the patient's tissue was not damaged. The jaws were opened by hands. Another device was used to complete the case. There were no adverse consequences to the patient.